Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 53 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 19.8 mmol/l (356 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient noted the needle did not retract, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia and the patient's bg levels returned to normal. (B)(6).

Manufacturer narrative:
The pod was received with the cannula deployed with the hard cannula visible outside the pod. Inspection of the device found that the needle was not seated in the slide retract. Additional information: added lot number/expiration date, and manufacture date. Additional information added; lot number updated to l42918 and serial number to (B)(4).